Manufacturer narrative:
(B)(4). The customer's reported condition of a flogard infusion pump with a broken cable was confirmed and reproduced during evaluation. The cause of the reported condition was determined to be a broken or cracked power cord. The power cord was replaced to fix the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device has not been previously sent into service for the reported condition of an unspecified power cord issue. However, during previous repair on (B)(4) 2007 the power cord was replaced.

Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with a broken cable; this condition had the potential to interrupt delivery. This condition was reported to be found in the medicine ii area upon power up. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.